Event description:
It was reported the patient fell 'hard' on their left side and "one of their leads busted.' This occurred the previous year while the patient was 'at therapy.' The date was unknown. The 'busted lead" was then reprogrammed 'around' by the manufacturer representative. No patient symptoms were reported in relation to the "busted lead." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v361601, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).